Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-13283), was submitted on 28-aug-2025. Based on the description, it was found that the insulin being used was off-label. So therefore, the malfunction code has been changed to product used off-label or against the contraindications or not according to the instructions for use. So the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.